Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported they received 3 readings within 10 minutes on (B)(6) 2017: 173 mg/dl at 9:38 am; 287 mg/dl at 9:38 am; 388 mg/dl at 9:39 am. No adverse event reported, meter and strips replaced and requested for return.